Manufacturer narrative:
(B)(6)

Event description:
It was reported that an incident occurred with the use of a correctinject 5 ml lock syringe kit. The syringe was aspirated to confirm correct placement, but air was freely aspirated instead of the expected cerebral spinal fluid. The spinal was abandoned and the patient was given general anesthesia. No injury reported.